Manufacturer narrative:
Pump received with a high idle current due to faulty lcd driver. Also received with minor scratched lcd window. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a low battery alert with a new battery inserted. The customer also reported receiving weak battery alerts and that the device had a battery life of only four days. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.